Event description:
It was reported that the user experienced high blood glucose overnight recorded at 400 mg/dl while using the ilet with an inset infusion set; external subcutaneous insulin via pen did not correct the glucose, and the issue resolved only after a full supply change despite the removed infusion site appearing normal without kinks or blood. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided support that included troubleshooting and user education regarding infusion set and supply replacement, and dosing guidance to announce meals. Investigation of this case revealed an occlusion or flow interruption that was only resolved after replacing supplies, consistent with an infusion set-related delivery issue. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to under-delivery of insulin.